Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump began charging after the pump was left plugged into the power source for at least 30 minutes. However, the battery was intermittently unable to charge. The customer's blood glucose (bg) level ranged from 80-140 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.